Manufacturer narrative:
The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The tibial insert did not fit well into the tibial component. It was removed, checked and the surgeon tried again but it still did not fit well. The insert was checked and the flap was folded. The surgeon decided to unfold the flap and keep the insert. After the modification, it fit into the tibial component.